Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel. A 10/3.50 flextome cutting balloon was selected for treatment. During procedure, the device has difficulty to cross the lesion but finally managed to cross. Dilation was attempted; however, it was noted that the balloon ruptured on the first inflation. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device analysis observed that the hypotube was kinked at several locations along its length. A visual inspection of the catheter balloon revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified 3mm distal of the proximal markerband and extending 2mm distally. A visual and microscopic examination revealed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel. A 10/3.50 flextome¿ cutting balloon¿ was selected for treatment. During procedure, the device has difficulty to cross the lesion but finally managed to cross. Dilation was attempted; however, it was noted that the balloon ruptured on the first inflation. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's condition was good.